Event description:
Surgeon was using a ligasure handpiece for sealing tissue for several minutes and it seemed to be working fine. After sealing some tissue, the handpiece would not open and was stuck onto the tissue. Surgeon had to use a surgical blade to cut tissue to remove the handpiece blade from the tissue.